Event description:
It was reported that after completion of a secondary ampicillin infusion, the primary lactated ringers (lr) line began to free flow when the primary bag was returned to its normal height on (B)(6) 2026 at approximately 1430. Although the pump module remained programmed to deliver 125ml/hr, the rn observed the drip chamber running at what appeared to be a bolus rate. The registered nurse (rn) paused the pump, but the fluid continued to run rapidly; closing the slide clamp and roller clamp did not stop the flow. The infusion only stopped when the rn manually pinched the tubing (bd alaris (B)(6)), after which the rn taped the line closed and discontinued both primary and secondary sets. During troubleshooting, lr appeared to back flow into the secondary bag. All involved tubing, the pump channel, and the pump brain were removed from service, bagged, and isolated for investigation. Unit leadership and hospital supervisors were notified, and a safety event report was initiated. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: unique identifier (UDI) #, medical device serial #, device manufacture date, concomitant med prod data, device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of lactated ringers was not confirmed or replicated during the investigation. The returned devices were fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of unregulated flow being observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The administration set and secondary administration set were tested, and no signs of free flow or other issues were observed. Spring functional tests observed no issues and all tests passed, indicating the occluders and springs were functioning as intended. A review of the suspect pump modules error logs was performed, and no errors or anomalies were noted on the reported event date. The reported infusion was observed to be performed on the suspect pump module s/n (B)(6). On (B)(6) 2026 at 6:00 am a secondary infusion started for drug ID 99 at a rate of 400 ml/hr, volume to be infused (vtbi) of 100 ml and concentration of 0.01 gr/ml. A primary volume infused (pvi) of 158.6 ml and secondary volume infused (svi) of 300.05 ml were recorded from previous infusions. The pump module alarmed for occlusion on patient side and an svi of 300.317 ml was recorded. The infusion was restarted. At 6:15 am the infusion transitioned to primary infusion at a rate of 125 ml/hr and vtbi of 900 ml. An svi of 400.06 ml was recorded. At 6:35 am the volume infused was cleared. At 9:23 am a primary infusion started at a rate of 999 ml/hr and vtbi of 507.973 ml. The infusion was paused at 9:47 am and restarted with a vtbi of 950 ml. A pvi of 741.163 ml was recorded. Between 10:11 am and 10:28 am a primary infusion started at a rate of 125 ml/hr and vtbi of 554.46 ml. A secondary infusion started for drug ID 99 at a rate of 400 ml/hr, vtbi of 100 ml and concentration of 0.01 gr/ml. The infusion transitioned to primary infusion. A pvi of 1140.1 ml and svi of 100.022 ml were recorded. Between 12:32 pm and 12:46 pm a primary infusion started at a rate of 999 ml/hr and vtbi of 293.732 ml. A primary infusion started at a rate of 125 ml/hr and vtbi of 53.708 ml. The infusion was completed at 1:12 pm and a pvi of 1691.18 ml was recorded. Between 1:32 pm and 2:00 pm a primary infusion started at a rate of 125 ml/hr and a vtbi of 999 ml, the infusion was paused two times and restarted. A secondary infusion started for drug ID 99 at a rate of 400 ml/hr, vtbi of 100 ml and concentration of 0.01 gr/ml. A pvi of 1752.6 ml was recorded. Between 2:15 pm and 2:30 pm the infusion transitioned to primary infusion at a rate of 125 ml/hr and vtbi of 944.21 ml. The infusion was paused, the pump module alarmed for safety clamp open, and the infusion was restarted. The volume infused was cleared and a pvi of 1768.01 ml and svi of 200.044 ml were recorded. At 2:43 pm the infusion was paused and the unit was removed. A pvi of 27.868 ml was recorded. The alaris system with guardrails suite mx v9.33 user manual states within warnings that the secondary solution container must be higher than the primary solution container. Underestimating the volume causes the remaining secondary solution to be infused at the primary rate; overestimating results in the primary solution being infused at the secondary rate. To stop a secondary infusion and return to primary infusion close clamp on secondary administration set or disconnect secondary administration set from upper injection port. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported lactated ringers over infusion could not be determined during the investigation. The returned devices were fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex c0601, d15, a1801, g04037 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that after completion of a secondary ampicillin infusion, the primary lactated ringers (lr) line began to free flow when the primary bag was returned to its normal height on (B)(6) 2026 at approximately 1430. Although the pump module remained programmed to deliver 125ml/hr, the rn observed the drip chamber running at what appeared to be a bolus rate. The registered nurse (rn) paused the pump, but the fluid continued to run rapidly; closing the slide clamp and roller clamp did not stop the flow. The infusion only stopped when the rn manually pinched the tubing (bd alaris 2426-007), after which the rn taped the line closed and discontinued both primary and secondary sets. During troubleshooting, lr appeared to back flow into the secondary bag. All involved tubing, the pump channel, and the pump brain were removed from service, bagged, and isolated for investigation. Unit leadership and hospital supervisors were notified, and a safety event report was initiated. There was patient involvement but no harm.